Event description:
During impedance check at implant, impedances were found to be >10,000. The lead was removed from connector block and reinserted; the doctor had difficulty reinserting. The lead appeared broken. It was removed and the procedure was completed with a new lead. No injury was reported. The patient was reported to have recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results: lot/serial# - (B) (4): analysis determined that the #3, #5, #6, and #7 conductor wires were broken at the #3 and #6 connectors due to overstress at the proximal end of the lead. No anomaly of the anchor sleeve found.